Manufacturer narrative:
This event occurred from (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in seventeen (17)1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 24, 2021 - february 25, 2021. H10: seventeen (17) actual samples were received for evaluation. Unaided visual inspection along with magnification with the fill port caps removed identified a loose foreign material (unknown) inside the fill port connector areas of 3 samples only. The reported condition was verified in the 3 samples; however, not verified in the remaining 14 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The three (3) particles were further analyzed by fourier transform infrared (ft-ir) spectroscopy and energy dispersive x-ray spectroscopy (edxs). The first particle was light yellow, irregular in shape, and approximately 46um at longest linear dimension. The second particle was colorless, irregular in shape, and approximately 0.2 mm at longest linear dimension. The third particle was irregular fiber. Should additional relevant information become available, a supplemental report will be submitted.